Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6), ubd: 17-jun-2019, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
2023-dec-19: information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostim ulator (ins). MRI tech reports patient (pt) said their device is not working, they said the device does not charge. The pt said the remote controller does not connect because the device is not charged. Pt said they previously met with a manufacturer representative (rep)  because of this issue and was told the device was "degenerized." Pt had MRI in middle of 2023. Pt said they have not felt the stimulation since early 2023. Pt said the last time they met in person with a rep they said "the leads weren't working, like the leads were broken." 2024-jan-11: additional information was received from a manufacturer representative (rep). The rep reported that there is a picture of impedances from the device replacement day, it appears there is only 1 lead and contact 1 had a value of 39610, impedance for contact 2 is 35750, 3 is 1190, 4 is 1060, 5 is 1050, 6 is 1050 & 7 is 40000.